Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose of 22 mg/dl but didn't feel that it was due to the insulin pump. Customer indicated that the low blood glucose may have been due to taking too much insulin to counteract a big meal. Customer declined to troubleshoot. The customer was advised to follow up with her doctor regarding the low blood glucose. No further information was provided.